Event description:
The manufacturer received information that the dreamwisp mask with magnetic clips allegedly caused itching to the side of their nose and air comes out into her face. There was no report of medical intervention. There was no report of serious patient harm or injury. No product will be returned for investigation. The dreamwisp mask is intended to provide an interface for application of continuous positive airway pressure (CPAP) or bilevel therapy to patients. The mask is intended for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66 lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. The dreamwisp mask instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.